Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site was the upper left arm. It was confirmed that an incision was made to attempt to remove the sensor. At the time of the call, the user was experiencing pain. It is unknown if sensor was palpable or not before the incision, as well as if transmitter, ultrasound or magnet were used or not to localize the sensor. The hcp remained unresponsive. Per dms, user is not using the system since (B)(6) 2024.